Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the battery was no longer functional, and the patient was having some back pain which they thought may be caused by the device, so they requested that it be removed. The system was explanted with no complications. No further patient complications are anticipated or expected as a result of this event.